Manufacturer narrative:
Event date: the exact date of the event is unknown. The provided event date (B)(6) 2021 was chosen as a best estimate based on the date that the manufacturer became aware of the event.

Event description:
It was reported that the patient had drainage and redness at the ipg site. The physician believed it to be a stitch abscess and was not device related. The patient was given vancomycin and was doing well.